Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the pump was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Pump had minor scratched lcd window, cracked battery tube threads and missing o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer treated with a bolus. The customer stated that the little rubbing ring came out when they removed the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.